Event description:
Pt reported, the lateral up button does not work correctly. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained with in this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.